Event description:
Per the clinic, the patient sustained trauma that damaged the implant insertion area, resulting in exposure of the implant through the skin, and an infection with biofilm formation developed at the skin surface (date not reported). Subsequently, the site was cleaned with antibiotic irrigation, and the patient was prescribed antibiotics (specific type, date and duration not reported). Due to the implant exposure following trauma, the surgeon suspected that the sterility of the implant may have been compromised. The device was explanted on (b)(6) 2026, and the patient was re-implanted with another cochlear device during the same surgery.